Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The common probable cause for stenosis is due to pannus overgrowth. Without the return of the valve for analysis, a root cause of the issue cannot be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and one month following the valve-in-valve implant of this transcatheter pulmonary bioprosthetic valve, into a non-medtronic surgical valve, a second valve was successfully implanted valve-in-valve due to stenosis with a high gradient of 75 mmhg. No further adverse patient effects were reported.